Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening and partial delamination of valve. Leak test and microscopic analysis was performed which identified partial delamination of valve and one striated opening. Based on the device analysis the final assessment is: partial delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.